Manufacturer narrative:
We are waiting for the component that seems to be related to this event to be returned. As soon as the components arrive, we will perform an analysis to identify the cause. This event has also been reported by medical institutions to the FDA as ref. No. Mw 5094571.

Event description:
The x-ray condition changed without any operation. The operator took an x-ray without noticing any change in the x-ray condition.